Event description:
On (B)(6) 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure that day. During the procedure, the device was unable to deploy the implant; however, the device was replaced, and the procedure was completed with no patient adverse events reported. Investigation of the returned device on (B)(6) 2023, confirmed that approximately 14mm of needle tip was broken and unaccounted for. The physician was notified of the broken needle; however, the physician did not disclose their next steps.